Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of connector, failure in circuit board, error code e226 is displayed. A root cause could not be identified. Based on the results of the investigation, due to poor contact of connector, the image is interrupted / due to a failure in circuit board (ap board), error code e226 is displayed. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had generator turns on, but nothing is displayed. The event has occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.